Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother reported the following discrepancy: cgm reading at 250 mg/dl and blood glucose meter reading at 150 mg/dl. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.